Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on unknown date. It was reported that during procedure, the bands initially had trouble deploying and then prematurely deployed, releasing all bands into the stomach of the patient. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a150203 captures the reportable event of bands difficult to deployed.